Event description:
It was reported that during a device upgrade procedure the left ventricular (lv) lead exhibited no capture, high thresholds, high impedance levels and a potential lead fracture is suspected. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).